Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the guidewire got blocked inside the lead. There was no other way to solve the issue than retracting the left ventricular (lv) lead and guidewire. The lead and guidewire was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.